Event description:
Patient revised to address mrsa, found loose femoral component.

Manufacturer narrative:
No product was returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusion about reported device loosening or infection. However, mrsa infection is highly unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.